Manufacturer narrative:
Analysis of the legacy system - part number unknown (serial #: (B)(4)) found an optical communication failure. Product event summary # matters instruments not tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the camera of the reported navigation system had recognition failure. Only the active flame was recognized at first but the instruments of the passive were not recognized at all. In the end the active flame was not recognized as well. Neither restarting the navigation system nor disconnecting/reconnecting the cable could resolve the issue. The navigation was aborted and the procedure was performed using images. There was no patient injury.